Event description:
It was reported that an unknown issue occurred. The customer clarified that the display had dim segments and a few pins on one of the iui connectors may have been bent. There was no patient involvement.

Manufacturer narrative:
Corrected e1, g3 (other source), g4. Additional information h6(results).

Manufacturer narrative:
The device came if for unknown reasons. The customer clarified that the display had dim segments and a few pins on one of the iui connectors may have been bent. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/29/2012 to the present date 10/8/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that an unknown issue occurred. The customer clarified that the display had dim segments and a few pins on one of the iui connectors may have been bent. There was no patient involvement.